Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the device failed to scope leak test due to the elevator channel plug unit leaking around the nut. Additionally, the distal end adhesive was failing with the probe unit peeling and a tiny chip present. The control body jet tube was also leaking and the control knob itself was loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during the reprocessing of her evis exera ii ultrasound gastrovideoscope it was discovered that there was foreign material coming out of the device. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the foreign material coming out of the device could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.